Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. The main keypad was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's on/off was intermittently unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement reported with the event.